Manufacturer narrative:
This is a follow up from emdr 9617229-2025-0000082. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: port leak and/or damage: not observed any leaks in the valve. As per the investigation procedures observed an opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "scar on nipple is growing, itching on nipple possible allergic reaction and bleeding on nipple". Later healthcare professional reported "deflation". This record is for the left side. Device has been explanted.